Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead had high impedance. It was also reported that the physician believed that the high impedance was a mismeasurement. The rv lead and the device remain in use. No patient complications have been reported as a result of this event.